Event description:
Info was received that reported a pt was hospitalized on (B)(6) 2012 due an incident of hyperglycemia. Per the report, the pts awoke with a blood glucose 27 mmol/dl and was ill. He was brought to the ER. He was admitted and treated with insulin and IV fluids. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.